Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was implanted for bladder retention, patient reported from the day, they woke up from procedure (B)(6) 2015- patient felt that it was stimulating nerves in her neck and shoulders. Patient stated that it was so irritating that they couldn't wear a bra. Patient stated even when stim turned down to 1.0, it was still affecting those areas - patient stated that they could hear the stimulation in her ears. Patient reported prior to implant that they had a CT scan - because they had a "twitch" on their left shoulder - patient stated after implant (B)(6) 2015 it seemed to make that twitch in their shoulder worse. Patient stated that doctor told patient that they had nerve damage at the follow up 2 weeks post implant (B)(6) 2015. Doctor stated that because of the position, patient was in during implant procedure, it could have damaged their nerves causing them to feel the sensations that they were reporting. Patient peeing since they had the trial. Patient stated that maybe the trial device did something to help their retention. Patient reported that it felt like that they were allergic to something in the implant since implant (B)(6) 2015. Patient stated that they felt itchy all the time -in their chest - patient reported that their ears burn and the ins site was red and itchy. Patient stated that it felt like they were in the middle of an allergy attack - patient took benedryl all the time and attorax since implant (B)(6) 2015 to help itching. Patient had not touched the implant since (B)(6) 2016 because stim was going in the neck. Patient reported that they went to ER yesterday (B)(6) 2017 for poison oak. Patient reported that the poison oak seemed to be around the areas where she has had allergic reaction symptoms - patient reported that she had an open sore from poison oak near the ins site and her chest. Patient reported that they thought the ins moved because it feels weird since the first follow up appointment two weeks post implant (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that since implant, the ins therapy had not worked and the patient had issues with it, and the patient finally ¿put it in the closet¿; the patient confirmed the ins was still implanted at the time of the call. It was unclear if the patient meant the patient programmer. The patient had numbness on their fingertips, had not been able to wear a bra, ¿has not been right¿, had not been able to go back to work, and thought they were allergic to the implant but this had not been confirmed. It was noted these symptoms were sudden in onset. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.